Event description:
During an angiogram, a piece of the hydrophilic guidewire broke off inside of the patient's leg anterior tibial artery. The cardiologist was unable to retrieve it. However, it did not cause any harm to the patient. Diagnosis or reason for use: claudication.